Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported they had their previous implant replaced after a year. The battery did not last as long as expected. Additional information received one day later from the health care professional (hcp) reported they were not sure the patient had dystonia.